Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: a review of the black box showed a delayed normal bolus due to an unconfirmed replace cartridge alarm. A normal bolus was performed during investigation with the insulin on board turned on and the duration programmed to three hours, matching the user's programmed settings. The bolus was correctly reflected on the insulin on board status screen. At the end of the three hour duration period the insulin on board status screen correctly reflected zero units and indicated that the insulin on board functioned properly. The rewind, load, and prime steps were performed successfully. The insulin on board calculation issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.